Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient's mother stated values were over 100 points off. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on (B)(6) 2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.